Manufacturer narrative:
(B)(4). Batch # n5587v. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Just to confirm, did the device have any power at all? When the device would not fire or reverse, were the jaws eventually able to be opened? What type of procedure was the device used in? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure the device would not fire or reverse. The customer stated that the device had not been used on the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5587v. The analysis found that one psee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.